Event description:
Co learned from the center that the ventilator "shut down" and alarmed while connected to a pt. Co also learned that the unit worked after having been turned off and back on. On 2/23/96 co was informed by the center that the pt had to be manually ventilated during the incident and was not injured.